Manufacturer narrative:
The device implanted remains implanted in the patient and was not required for purposes of this investigation. A sample evaluation confirmed the guidewire fragment that was seen in the angio run was sent to the supplier for evaluation. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: the short aortic neck of less than 15 mm. Cautionary product use conditions that might have contributed to this event included: 90 degree angulations of the iliac arteries. The provided radiographs were provided in jpeg format and could not be fully manipulated, which might have limited the sensitivity of this assessment. During the implant procedure, there was evidence to support a guidewire fragment within the left common femoral artery, which was subsequently extracted successfully after a short arterial cut down was performed. The follow up CT scan demonstrated a stable sac with air noted within the sac itself. The patient's recovery was complicated by occult blood in the stool (anemia) and pulmonary infiltrates (fever). They were discharged home on the sixth post-operative day on antiplatelet therapy. A manufacturing record review by the supplier and the incoming inspection at endologix did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be determined based upon available information at this time.

Event description:
It was reported that during the initial procedure, the braided coil tip of the guidewire separated and lodged in the bifurcated device as the pigtail was going over. The physician performed a cutdown on the contraside and pulled the tip out with a hemostat. The patient is reported to be doing good.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.